Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) was eleven months to recommended replacement time (rrt), premature battery depletion. It was also reported that the right ventricular (rv) lead exhibited high thresholds. Both the ipg and the rv lead remain in use. No patient complications have been reported as a result of this event.